Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 8281946. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were five (5) notifications [(B)(4)] noted that did not pertain to the complaint. There was one (1) notification [(B)(4)] noted for dry barrels.

Event description:
It was reported that "mostly air' was drawn up into the bd insulin syringe with the bd ultra-fine¿ needle during use while trying to draw up liquid. The following information was provided by the initial reporter: "the problems that we are having with the bd insulin needles is that when we go to draw up liquid, we are getting mostly air."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that "mostly air' was drawn up into the bd insulin syringe with the bd ultra-fine¿ needle during use while trying to draw up liquid. The following information was provided by the initial reporter: "the problems that we are having with the bd insulin needles is that when we go to draw up liquid, we are getting mostly air."